Event description:
Upon the implantation procedure on (B)(6) 2010, the ICD involved in this MDR report was tested out of the patient, connected to the leads and put in the pocket. Usual measurement has been performed. During continuity impedance tests a message appeared stating that the ICD had been reset for safety reasons. The programmer software apparently crashed after this reset message was displayed (the user interface disappeared, and the screen was frozen). The user disconnected the power plug and restarted the programmer. The physician decided not to implant this ICD and another one was used instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.